Event description:
It was reported that the patient had never had therapeutic effect since implant due to a csf (cerebrospinal fluid) leak; no drug was reaching the intrathecal space. The patient also ¿has healing issues, mets from breast cancer to the hip, skin breakdown over the pump site, infection, wounds that won¿t heal and are completely open and draining csf.¿ the surgeon wanted to wait another week to see how the patient would do. Surgery was now scheduled for (B)(6) 2014 to have the entire drug infusion system removed. The reporter stated that ¿this is not an issue with the pump itself.¿ the password was provided to permanently stop the pump. The pump was delivering morphine. It was later reported that the exact cause of the event really could not be determined. The patient had a low wbc prior to surgery which they knew about. This was due to the fact that the patient was undergoing chemotherapy and radiation. Radiation was not done directly over the pump site. Two to three days after implant there was redness at the pump site. At that time, no culture was performed but they gave the patient antibiotics to be safe. A few days later there were open sores around the incision site at the pump and there was fluid, believed to be csf leaking. A culture was taken and it was positive for staph. No meningitis was present. The pump was last filled at implant. Both the pump and catheter were removed on (B)(6) 2014. The pump was programmed to a pump off state on (B)(6) 2014. The patient was still on antibiotics and the wounds around the pump were healing.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).